Event description:
The customer reported three (3) conflicting results with the ID now covid-19 assay 2.0 performed on three (3) separate patients on various dates. This MFR. Report addresses patient three (3) of three (3). Initial testing was performed with the ID now covid-19 assay 2.0 using an unknown sample type which generated a positive result on (B)(6) 2026. Repeat testing was performed on the same day, generating a negative result. Additional testing was not performed. The customer confirmed there was no negative impact to the patient.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settingsthe remainder of the investigation remains in progress. A supplemental report will be provided after completion.